Manufacturer narrative:
Continued e1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side intracapsular rupture with intracapsular silicone diffusion and capsular contracture, baker grade I. The device has been explanted.